Event description:
It was reported that the dose limit on the 9800 system exceeded the nevada state limit. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Calibrated the ma limit in order to control the dose. The system was tested and found to be working as intended and placed back into service.